Manufacturer narrative:
Analysis of the implantable neurostimulator did not identify any significant anomaly of the device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had pain at their ins site. The patient reported that the pain would get worse when she sat down or walked. There are no known external factors that may have contributed to this. The patient's ins was explanted on (B)(6) 2018. The issue was reported to be resolved. Per the doctor the leads were pulled out of the ins ports during explant without the use of a torque wrench and with minimal resistance, indicating they were not tighten enough. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.